Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of the issue with powerled ii surgical light. As it was stated, the locking mechanism that keeps the handle to move the light head was defective and handle fell off. There was no patient involvement. We decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as the it appears the handle lock failed causing the handle to fall off. There is no information if in the time when the event occurred, the device was or was not being used for patient treatment and it contributed to the event. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Regarding the handle, maquet did not receive enough information to conduct the technical investigation. As a consequence it is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020, getinge became aware of the issue with powerled ii surgical light. As it was stated, the lock was defective and handle fell off. There was no patient involvement. We decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.